Manufacturer narrative:
Concomitant medical products: 3x unknown ncb screw trauma, ref# unknown, lot#: unknown. DHR review: lot: 2847504. Yield:25. Delivered:25. Scrapped:0. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision surgery due to plate fracture. A trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number. 6 similar events within 6 months for the same item number. 2 similar events for the same lot number. Review of event description: according to the received complaint information, the patient underwent revision surgery due to a fractured plate. Plate has been removed along with the screws. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination the broken plate, three cortical screws and a small fragment of a cerclage wire were received for investigation. The fracture of the plate is located through the middle of the ninth hole (counted from proximal). The fracture surfaces are partially polished. On the fracture surfaces, beach lines are slightly visible under certain light condition which point to a fatigue fracture. The fracture origins are located at the beginning of the thread on the non-bone-facing side. On the fracture surfaces some scratches and polished areas can be observed. The scratches and the polishing can be attributed to the contact between the parts after the fracture. The thread of the ninth hole, on the proximal fracture surface side, shows some areas with wear and deformation. Some of the plate¿s screw holes show drill marks on the bone-facing side. The two short screws have a partially damaged thread. The thread of the long screw is damaged in such a way that the thread profile is almost completely gone. There is nothing to report about the small cerclage wire fragment. Conclusion summary: the ncb plate was revised after 7 months in vivo due to a fracture. The fracture surfaces point to a fatigue fracture. As far as visible, nothing that could have favoured or triggered the fracture could be observed on the fracture surfaces. The thread of the ninth hole, on the proximal fracture surface side, shows some areas with wear and deformation probably due to contact with a screw cap and/or screw head. However, it stays unknown if this contact is a concomitant to the fracture or if happened before and could have contributed to the plate fracture. As neither x-rays nor operative notes were received further background of this case stays unknown. It can only be assumed that the fatigue fracture is the result of dynamic bending overload. Based on the product investigation and the available information a root cause for the fracture cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer received the device for investigation and the investigation has been initiated. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, femur plate, left, 9 holes, 246 mm on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to plate fracture.